Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014 under (B)(4). Additionally, this was reported on the summary report dated february 24, 2015 under (b)46). Additionally, this was reported on the summary report dated june 18, 2015 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, hematuria, leakage, cystocele, stress incontinence, frequency and urgency. Furthermore, it was reported that the plaintiff died. The causes of death were reported as chronic obstructive pulmonary disease oxygen dependent, chronic kidney disease stage 3, diabetes and hypertension. Related to manufacturer report #: 2183959-2014-64337.